Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and battery out limit alarm. The customer's blood glucose level at the time of incident was 32mg/dl. Troubleshoot was conducted. The customer states the batteries were out of the pump for longer than the duration allowed. The customer was advised it was normal pump behavior. The customer was advised to monitor the device and call back if issues persist.